Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer claims ventilator stalled during boot-up. Customer attempted esm repair. Software at 2.2.9, technical state failed, clean-up would not work. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
The following was reported to hamilton medical ag: customer claims ventilator stalled during boot-up. Customer attempted esm repair. Software at 2.2.9, technical state failed, clean-up would not work. No patient involvement.

Event description:
The following was reported to hamilton medical ag: customer claims ventilator stalled during boot-up. Customer attempted esm repair. Software at 2.2.9, technical state failed, clean-up would not work. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during the boot-up of the ventilator, which could not start up. No patient was involved. Consequently, the event did not cause or contribute to a death or serious injury. The root cause of the event was determined to be defective control board and esm board. After the control board and esm board replacement, software update to 3.0.3 and technical state import the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the control board and esm board could result in inadequate ventilation support.